Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo and an image were provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that two months and six days post a port placement procedure in internal jugular vein, allegedly there was issue found during flushing. It was further reported that the healthcare professional allegedly found that catheter was broken into two parts and got separated from the port. Furthermore, the fluid pass under the skin and caused extravasation. Reportedly, the patient had swell in neck and the broken segments allegedly migrated to heart. The device was removed by endovascular intervention. The current status of the patient is unknown.

Event description:
It was reported that two months and six days post a port placement in internal jugular vein, allegedly there was issue found during flushing. It was further reported that the healthcare professional allegedly found that catheter was broken into two parts and got separated from the port. Furthermore, the fluid pass under the skin and caused extravasation. Reportedly, the patient had swell in neck and the broken segments allegedly migrated to heart. The device was removed by endovascular intervention. The current status of the patient was unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo and one x-ray image were provided for review. The photo and image shows complete break of the catheter. The image shows migration of the catheter to the right atrium. Therefore, the investigation is confirmed for the reported catheter complete break, migration, fluid leak and flush issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.